Event description:
During the index procedure, the set screw, stripped out in final tightening. The surgeon could not remove the set screw with the provided set screwdrivers. The decision was made to cut through the set screw with a metal cutting burr. This introduced metal debris into the patient that was evacuated to the best of a certain ability but remains. The implants were removed, and the procedure was revised. This process took over an hour of extra time.